Event description:
Device 1 of 4. (Please see MFR report # 1627487-2010-02878, 1627487-2010-02879, and 1627487-2010-02880 for devices 2, 3, and 4). On (B)(6) 2010, the pt was implanted with an scs system. During the procedure, the doctor was unable to implant one of the extensions as he could not connect the lead to the extension, the doctor tried using another extension and also experienced difficulty connecting the two, however after 20 minutes, he was able to connect the extension to the lead. On (B)(6) 2010, the pt's ipg and extension were explanted because the extension pulled out of the ipg header. The doctor decided to explant the ipg because an electrode from the extension was stuck in the header. The ipg and extension were replaced, however, the doctor still had difficulty connecting the extension with the ipg and ultimately implanted the new device with one of the extension contacts remaining outside of the ipg. Post-operation, stimulation was achieved however, only 2 of the 8 contacts are valid.

Manufacturer narrative:
Eval - method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. The ipg was visually inspected and a terminal end electrode was found inside the header, which was removed for testing purposes. The can appeared scratched and dented. The ipg passed the auto test. The lead pull test was also performed to check for lead retention in the header port of the ipg; the device passed. Conclusion: the reported complaint was confirmed; as received the ipg has a terminal end electrode from one of the returned extensions broken off inside the header port. However, after the electrode was removed, a lead pull test was performed and the ipg passed. The auto test was also performed and the ipg was found to be functional. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.